Event description:
It was reported that an open ac (acromio-clavicular) revision was performed approximately two weeks post-op, due to a loss of ac reduction. The coracoid button from the first procedure was not retrieved from the patient during the revision; x-ray revealed it was caught in the soft tissue under the coracoid. It was noted from the revision case it appeared the graft had failed above the coracoid. The reporter stated the patient was not considered very dependable regarding compliance with the post-op protocol. Patient quality of bone was good. The revision case was completed successfully. No further patient information was provided at the time of this report nor made available in response to multiple follow-up communication requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested, but not provided, therefore device history record review could not be performed. As reported, the most likely cause(s) of this event include graft failure or slippage and/or patient non-compliance with the post-op protocol. The potential cause(s) of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.